Event description:
It was reported that 'x-rays showed a blocker had come off the right tulip head of the iliac screw. He was unsure if the head was splayed so he felt replacing that screw and blocker was needed. There were no incidences with the patient. I felt it best to per product to make sure screw was not splayed."

Manufacturer narrative:
Additional information has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.